Event description:
Ventilator went "vent inoperative" while on pt. Pt was manually ventilated until another ventilator was attached to pt. Examination of ventilator revealed blown fuse in 12v power supply. MFR notified of incident.